Event description:
Customer reported that their pump triggered an altitude alarm 21. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer had a history of similar issues with the pump and followed precautions to prevent the alarm. Customer service decided to replace the malfunctioning pump. The customer was informed about necessary procedures, agreed to store and return the defective pump, and was advised on steps for using the new pump. No backup insulin therapy was available, and the customer planned to contact a healthcare provider.